Manufacturer narrative:
The service engineer (se) inspected the device. The se replaced the front bezel to address the reported issue. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.

Manufacturer narrative:
The ventilator was being used on a patient at the time of the reported event; however, no patient harm was reported.

Event description:
It was reported that the ventilator's navigation ring failed. The ventilator was being used on a patient at the time of the reported event; however, no patient harm was reported.